Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is traced due to a component failure and for the foreign objects present on the distal end the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had a shaved distal end, which also contained foreign objects and appeared chipped. Additionally, corrosion was present at the forceps channel port. There was no patient involvement.